Event description:
It was reported that one day after a coronary drug eluting stenting procedure, a sub acute thrombosis (sat) occurred. In 2004, the physician successfully deployed a taxus express2 8.8% 2.5 mm x 24 mm stent and a taxus express2 8.8% 3.0 mm x 24 mm stent overlapping in the lad. There were also 2 express2 stents placed in an unknown location. The next day, the pt returned having chest pain. Repeat angiography revealed sat at the distal edge of the taxus stents. The physician then successfully deployed a 4.0 mm x 23 mm vision stent at the distal edge of the taxus stents to treat the thrombus. Another taxus express2 8.8% 2.5 mm x 24 mm stent was successfully deployed within the two taxus stents to treat a small piece of unresolved thrombus. The pt is doing well, there were no complications. Plavix was administered for follow up.